Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device was filled with fluorouracil 3750mg in 230ml of sodium chloride 0.9%. The expected infusion time was 46 hours; however, approximately half of the medication had not been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.